Event description:
Boston scientific crm received information from the clinic technician that this pacemaker has a longevity status of less than two years remaining. The current programming is 100% ventricular pacing at 5.0v@ 1.0ms. It was reported that when the device triggers elective replacement time, a replacement procedure will be scheduled, and the device will be explanted and returned for analysis at that time. This device is not included in any advisory population and it has been implanted for approximately 10 months. No adverse effects were reported.

Manufacturer narrative:
At this time, this product remains implanted; however, during the replacement procedure, it will be reevaluated. If it is explanted and returned for analysis, or additional information becomes available, a final report will be submitted.